Event description:
Customer reported an over infusion of methotrexate. Reported methotrexate 2.97 gm/470 ml was to infuse at 20 ml/hr; however, at the 11th hour infusion mark, more had infused than expected because the bag was nearly empty. The infusion rate was decreased and the reminder of the medication infused without issue. There was no report of patient harm or medical intervention. Although requested, no specific event details were provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
Manufacturer's report date: 06/30/2015. (B)(4).the suspect device was not sequestered for investigation. The concomitant pcu log was received. The customer's report of an overinfusion of methotrexate was not confirmed. The pcu event log cannot determine the starting or ending volume of the medication container. The log shows that methotrexate was programmed to infuse at a rate of 20ml/hr and ran from 12:36 am to 3:55 pm on (B)(6) 2014. The volume recorded as being infused during this timeframe was 282.63ml. The root cause of the customer's report of an overinfusion of methotrexate was not identified.